Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted. In order to exclude any potential harm for the patient we therefore would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care. The above recommendation is based on a purely technical assessment. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On (B)(6) 2019 the device displayed normal battery status of 59 percent. On (B)(6) 2020 the device alerted eri via home monitoring. The physician was advised to treat as eri. Data was analysed and eri was confirmed. The device remains implanted at this time.

Manufacturer narrative:
Method, result, and conclusion codes were added. The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted. In order to exclude any potential harm for the patient we therefore would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care. The above recommendation is based on a purely technical assessment. Should additional relevant information or the device itself become available, the investigation will be updated.